Manufacturer narrative:
Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. It is presumed that the bending section was broken by pushing with excessive force while the tip was bent during inferior calyx of kidney or ureteral access. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an unspecified procedure of the subject device, the bending section of the subject device was broken. There was no report of patient injury associated with the event.